Event description:
The following information is alleged: the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2006. The filter perforated decedent's ivc wall, with four strut tips extending maximally 8 mm beyond the ivc wall; one strut tip partially embedded in the bone superior l4 endplate. The filter remains implanted and was not removed despite these complications. The patient has subsequently expired, but it was not indicated that the ivc filter contributed to this outcome. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Section h3: not returned to manufacturer. Investigation: the reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ (org)/vena cava (vc) perforation, embedment. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation: investigation is reopened due to lot number provided. (B)(4) devices in lot. No relevant notes on work order for device. No other complaints on lots. Filter is manufactured and inspected according to specifications. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.